Event description:
It was reported a device related thrombus occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds). During a routine follow-up examination, a device related thrombus was identified. It was reported the patient was non-compliant with the post implant medication regime. No patient complications were reported.